Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that six months after the dental implant was installed in intraoral region #15, it was verified its non- osseointegration. Approximately 20 ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type IV.